Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture, oversensing and high impedance. The lead had sustained clavicular crush damage. The lead was explanted and replaced.